Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, password screen on monitor could not be bypassed. However, there were no delay to patient care and adverse events or injuries reported based on this incident

Manufacturer narrative:
E.1. Initial reporter facility:(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the password screen on monitor could not be bypassed. A field service engineer found the station stuck on the boot basic input/output system (bios) screen after replacing the sata cable. When the cable was fully seated, the station entered the application, but the docking board was not securing the sata cable in place. After replacing the sata cable, the station continued to boot to the bios login screen. Opened the top cover, removed and replaced the docking board since the sata cable could not stay secured to the port. After replacing the docking board, powered the station back on and verified it successfully entered the application. The system functioned as intended after the field service engineer repaired the device.